Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was partially applied. The distal end of the channel cover was intact. Microscopic inspection revealed that the jaws were misaligned. Functionally; the instrument was first test fired twice in air so that the clip formation could be observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The following clip was not loading properly. The clips were moving back into the clip channel. The instrument was disassembled, and the rear pusher was damaged preventing the clips from loading properly. The root cause of the observed condition was isolated to damage on the rear pusher of the received device; however, the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a procedure. There were issues experienced with the loading or firing of the clips. Clips were able to load properly into the jaws, but were not able to be fired from the device. The surgeon was able to squeeze the handles when the issue occurred and the jaws were still able to close. There was no patient involved in the event.